Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported two false positive sars-cov-2 results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. When the samples were retested on cepheid, the samples generated negative results. The provided data files from returned liat analyzer do not contain the alleged runs, so a review of the data by roche cannot be performed. The samples were collected using nasopharyngeal swabs with avantik universal transfer medium (catalog number 201104, unknown expiration date). No harm was alleged. Two (2) mdrs are being submitted; one per patient, as per FDA guidance.

Manufacturer narrative:
Data runs from the sd card were provided, however, only one run from june was included; 09-jun-2021. No raw data files for the alleged samples is available. The collected nasopharyngeal swabs were stored up to 4 hours in rt after collection. As the data was not available, the CT values generated for the sars-cov-2 target is not known for both samples. Therefore, it is difficult to determine the root cause. However, the issue could be due to the samples being near the limit of detection (lod), sample mix-up or differences in technology. An investigation was performed on the reagent lot and ruled out reagent contribution. (B)(4).